Event description:
After two years of having the essure in one of my fallopian tubes the doctor suggested I have ultrasound or the dye procedure again. It was noted that the device was no longer in my tube. Now the dr want to remove the device. I'm schedule to see dr on the (B)(6) to see what are my options.